Event description:
Pt was to received oncovin 2mg and adriamycin 70mg starting 01/05/2000 to infuse over 96 hrs. Pump was programmed to administer a total volume of 107.0ml at 1.0ml per hr. On 01/04/2000, at 0100 hrs on-call pharmacist received call that IV bag was empty. When pump program was reviewed, pump screen displayed that a total volume of 250ml was to infuse at 104.0ml per hr. The pump internal clock registered that the infusion has been running 12hrs and 45 minutes and that a total volume 1296.00ml had unfuse.